Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "cellulitis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the cheeks with juvéderm voluma® xc. The next day, the patient laid out in the sun and it appeared that they ¿developed cellulitis.¿ the patient was treated with keflex and is doing better. No other information was provided.